Event description:
Patient was being mechanically ventilated by a bear 1 ventilator. The ventilator failed to cycle; went inop; alarm sounded. No disconnection of tubing noted. The tubing was occluded and the single breath button pressed. No breath was given. The patient required ventilated with an ambu bag with 100% oxygen during troubleshooting and ventilator exchange. There was no adverse outcome to the patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.